Event description:
It was reported that the user experienced persistent hyperglycemia over approximately two weeks, including sustained readings in the 200s despite frequent automated correction dosing by the ilet, following travel that the user believed disrupted glycemic control; the user uses teflon infusion sets and reported the current set functioning for the last day, with plans to wait for improvement, administer a corrective injection if needed, and reconnect for dinner. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with no alarms and no medical intervention or hospitalization. Investigation included review of user-reported history, device use context, and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.